Manufacturer narrative:
(B)(4) date sent to the FDA: 09/26/2016. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: patient symptoms- describe the manifestation of reaction (location, severity, appearance, systemic or local reaction) what was the onset date, time from the index surgery? - local reaction, a few weeks post o.p was medical intervention required to treat the patient condition? -yes. Results does the patient have known allergic history to medical device, food or medications? -yes to medication. Was there any allergy testing performed? If yes, results? - no. The patient demographic info: age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? - mid 70s'/ female/ thin/ on left hip what were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications product code and lot # what is physician s opinion as to the etiology of or contributing factors to this event what is the patient current status? Attempts are being made to obtain more additional/following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the initial procedure? Are there any photos of the symptoms "local reaction"? What intervention was performed to treat the symptoms? What is the surgeon opinion of contributing factors to the patient symptoms? What is the current status of the patient? Can you identify the product code of the monocryl suture?

Event description:
It was reported that the patient underwent a hip replacement procedure on unknown date and the suture was used on the left hip. A few weeks post-op, the patient experienced a local tissue reaction and medical intervention was required to treat the patient condition. The doctor opined that this suture was the best option to use. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 10/06/2016. Additional information was requested and the following was obtained: are there any photos of the symptoms "local reaction"? No photos available. What intervention was performed to treat the symptoms? No intervention. What is the surgeon opinion of contributing factors to the patient symptoms? N/a. What is the current status of the patient? Fully recovered. Can you identify the product code of the monocryl suture? No.